Manufacturer narrative:
Review of case files for the surgery indicate the unit operated as intended. The root cause could not be determined. Alphatec spine is submitting this report to comply with the FDA regulations 21 cfr 803. Alphatec spine has made reasonable efforts to provide as much relevant information as available. Any field that is left blank was not known at the time of this submission. If additional information is provided, a supplemental report will be submitted.

Event description:
A patient underwent a spinal procedure at the l4-l5 level, during which intraoperative neuromonitoring was utilized. Postoperatively, the patient developed new-onset left leg pain. Radiographic imaging revealed a medial breach of the left l5 pedicle screw. Four months after the initial surgery, revision surgery was performed to remove and replace the hardware.